Event description:
It was reported that the patient was hospitalized after a trial procedure due to swelling around the lips and mouth. The investigation did not determine which lead caused this issue. This issue is now resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3086, UDI: (B)(4), serial: (B)(4), batch: a000131649.